Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while asleep, with a recorded blood glucose of 39 mg/dl and an estimated duration of low glucose between one and two hours; the user self-treated with oral carbohydrate (milk), remained ambulatory, and did not require medical or third-party assistance, and device data were synced with the app. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included resolution of the low glucose with self-treatment and no hospitalization. Investigation included review of the reported event details and confirmation that alarms or alerts were not reported. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a confirmed device failure.